Event description:
The manufacturer received information alleging of a thermal event to a dreamstation auto CPAP device. The user alleges the device will not turn on/device not functioning, and the device/power cord or supply caught fire. There was no report of patient harm or injury. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.